Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the plunger was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: before using the syringe, notice that parts of the plunger are broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval, yes. D10: returned to manufacturer on: 14-feb-2023. One sample was provided to our quality team for investigation. Through visual inspection, the syringe is observed to be damaged at the flange and the thumb press is broken, all broken pieces remain inside the sealed blister pack. A device history review was performed for lot 2210048, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product getting damaged during the packaging process.

Event description:
It was reported while using bd plastipak¿ syringes the plunger was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: before using the syringe, notice that parts of the plunger are broken.